Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump had a partial display and intermittently flashed to a black screen. The customer's blood glucose was 270 mg/dl, which was treated with manual injection. The customer stated that they changed the battery and the insulin pump kept intermittently flashing the black screen. Prior to that, the customer was changing the reservoir and the insulin pump alarmed no delivery. The customer tried fixing the alarm several times and then the insulin pump alerted low battery. After that the customer had been getting the black screen and it kept blinking. Troubleshooting was performed and a new battery was inserted into the device and the display returned but the insulin pump alarmed failed battery test. Troubleshooting was performed and the customer stated that they are at the office and do not have fresh batteries. The screen was still blank. The customer also mentioned that the battery cap was not going on smoothly. Nothing further was reported.